Manufacturer narrative:
Additional information received: the patient was seen in office with the chief complaint of painful lower teeth, mobility, and jaw pain. Patient reports she has been using byte aligners for nighttime wear. My clinical exam revealed existing orthodontic conditions of heavy anterior occlusion, traumatic occlusion on #24, 25, insufficient overjet, and excess overbite. I believe the lack of overjet and heavy anterior occlusion is contributing to painful and loose lower anterior teeth. I do not think this patient is a candidate for 8 hour/nighttime wear. My recommendation is to plan comprehensive orthodontic treatment to reduce minor crowding, reduce/correct occlusion, and correct the overjet and the overbite. I would recommend 2 week wear of 22 hours a day of aligner wear to provide the most predictable and safe tooth movement for the patient. Additional FDA coding being added after investigation of device. Adding health effect: clinical code 1994. This is a follow up report to add this additional code.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist recommendation to stop treatment due to tooth mobility. No further information available.